Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 31 issue was verified while the alleged occlusion issue was verified in the pump logs; however, could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.